Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received paradigm calibration error. The customer's blood glucose level was 125mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated with bolus and manual injections. The customer states they noticed kink in line that prevented delivery. The customer states it is now working. The customer was advised the pump would be replaced and returned for analysis.